Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was reprogrammed.